Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, diagnostic imaging confirmed insulation damage on the right ventricular (rv) lead. All electrical parameters were normal and in-range. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.